Event description:
The customer reported that while the unit was in use on a patient, the unit experienced a "system failure" and patient data was not available. The unit was turned off and then on; the unit functioned normally. The patient was then switched to another unit and therapy was continued. No patient injury was reported.